Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve paralysis (pnp) occurred. When the phrenic nerve motion became weak, the ablation was immediately stopped. However, pnp did not recover during the procedure. The procedure was changed to radiofrequency (rf) and completed. Additional information reported that the patient had no subjective symptoms of pnp. However, fluoroscopy confirmed the diaphragm was raised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files showed at least eleven injections were performed with the balloon catheter, 2af284 with lot 46519, on the date of the event without any system notices triggered. In conclusion, a clinical issue (phrenic nerve palsy) was encountered during the procedure. The balloon catheter, 2af284 with lot 46519, was not returned for investigation. If information is provided in the future, a supplemental report will be issued.